Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported 'pump does not detect open door'. The cause was determined during a visual inspection to be the link and hooks were improperly changing state. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not detect an open door. There was no patient involvement. No additional information is available.